Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment shows no ts or suture remain on the delivery needle but were returned. Examination of t/suture construct showed no abnormalities. The delivery needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. The reported complaint of the trigger not functioning properly is the direct result of bending the delivery needle. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus surgery after t1 was deployed the needle would not bounce back resulting in t2 non-deployment. There was a backup device available. No significant delay or patient injury was reported.